Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 22 mg/dl at the time of the incident. The customer was given intravenous glucose to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer stated the sensor was causing pump over delivery. Troubleshooting was completed but did not resolve the issue. The customer reported transmitter charging issues and sensor glucose versus blood glucose differences. The customer had another low of 33 mg/dl on (B)(6) 2019. The insulin pump, sensor, reservoir, and infusion set will be returned for analysis. Ozo-mmt-7008-snsr; unomed set.